Event description:
The pt reported that his infusion device displayed a "77" on the display screen and was "buzzing." The pt reported that he was aware of the power pack recall but was not sure how long the power pack had been in use. The pt replaced the power pack and the device functioned properly. The pt discarded the power pack, therefore no product will be returned. The pt did not require medical assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.